Manufacturer narrative:
An investigation was performed on one returned sample of a taperguard endotracheal tube was received for evaluation. Visual inspection was performed, and it was observed that the inflation line was broken in two uneven parts. The pvt valve was detached from the tube, and it was observed that the edges of the broken inflation line were irregular. A dimensional test was performed, and the inflation line section that was attached to the tube was measured 1.559 inches, and the detached section measured 4.223 inches. The customer reported failure mode of a broken inflation line was confirmed. (B)(4).

Event description:
Customer states: during use, when a nurse changed the tube, she found that the inflation line had cut and it was on the bed, near the patient's neck. The tube had been in use for about 3 weeks. Replacement of the tube was required however; no additional patient harm reported.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.